Event description:
Caller reported a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was informed about using an alternate backup therapy to ensure insulin delivery is not interrupted.